Event description:
This elderly patient was undergoing an angiography, angioplasty and percutaneous stent placement of his right superficial and popliteal arteries. He was heparinized, then a 6 fr introducer sheath was placed over the aortic bifurcation into the right femoral artery. The physician had difficulties in advancing the sheath. It was pulled back and found to have unraveled. A new sheath was placed and the procedure continued without harm to the patient.====================== health professional's impression======================the sheath unraveled.====================== manufacturer response for super arrow-flex¿ percutaneous sheath introducer set with integral hemostasis valve/side port, super arrow-flex¿ percutaneous sheath introducer======================manufacturer representative called and requested device be returned for evaluation. Device is in the process of being returned.